Event description:
On (B)(6) 2013, the reporter contacted animas due to an unspecified issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014 device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:during evaluation the pump was found to function properly. There were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.